Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call insulin pump had stuck buttons. Customer¿s blood glucose level was unknown. Customer also reported that insulin pump gives random beep that did not make any sense for customer. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify audio/vibrate anomaly/absence of alarm, back light anomaly and charge/battery lasts less than expected due to buttons not responding. Device received with cracked reservoir tube lip.